Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Customer reported broken/damaged inpen. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: missing dosing window. Broken off injection button leaving a piece stuck into dose detent. No physical damage to cartridge holder. Inpen front cap no longer stays attached. Broken off injection button leaving a piece stuck into dose detent. Making it difficult to dispense doses. However, inpen was pair with a small dose. Unable to perform functional test due to physical damage. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button with a stuck piece into the dose detent. Therefore, the customer concern of physical damage to dose button is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.